Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with serial number label missing, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay, cracked keypad overlay at select button and partially broken retainer. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Unit was also received with partially broken retainer. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.